Manufacturer narrative:
Visual, functional and microscopic evaluation of the returned catheter revealed no anomalies. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported effusion remains unknown. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.

Event description:
It was reported the physician performed ablation of the left atrium for atrial fibrillation using ensite contact and a cool path duo contact ablation catheter and then used the cool path duo contact ablation catheter guided by fluoroscopy to ablate the cavotricuspid isthmus area to treat atrial flutter. Following the procedure, the patient developed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized. The physician does not believe the cool path duo catheter caused the effusion but states that it may have happened while removing the medtronic active fixation catheter.